Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that patient had difficulty recharging. It was reported the patient had two bad shoulders and degenerative disc disease (ddd) that had severely impacted his range of motion one mobility in his back and neck. Patient was limited to arm, neck and shoulder mobility as well as limited help from other family members making recharging incredibly difficult even with the belt. Patient was given options to discuss with physician such as revising the pocket or moving to a non-rechargeable option. Patient was provided limitations of each and opted to go for a non-rechargeable option. Issue is resolved at this time. Explant occurred on (B)(6) 2020. Device was discarded and will not be returned. No further complications were reported/anticipated.